Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lcd screen was scratched. Functional testing involved three separate delivery accuracy tests and showed over delivering to manufacturing specifications. The investigation determined that the expulsor being out of specification was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The expulsor was replaced.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pump failed accuracy testing. No adverse effects reported.